Event description:
Report of infection received with a new device registration - reported at "infected." Follow up with hcp revealed patient had wound opening of the device pocket. A culture was obtained but no organism was identified. Pt was given oral antibiotics and the condition resolved. Patient was reported to have malnutrition or was extremely thin.